Event description:
It was reported that the patient was experiencing procedural pain in the back and around the ribs after a trial procedure. The patient underwent an early lead pull as the pain had not gotten any better. The patient was doing better post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0 , model: sc-2316-50e, serial:(B)(4), batch: (B)(4).